Manufacturer narrative:
(B)(4). Per the user facility's bmet, the pump still runs without the display. The monitor did not shut off but flashed a 'no communication with cardioplegia (cpg) pump' message. The display on the cpg monitor flashes when the pump is used as cpg. The printed circuit board assembly (pcba) was replaced and the issue was resolved.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a blank display at startup. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
(B)(4). During laboratory analysis, the product surveillance technician (pst) determined that in the integrated circuits (ic), utility 1 (u1) was not fully seated into its socket causing loss of display. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.